Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: no further information was able to be obtained.

Event description:
The customer reported the external waste pump on the architect i2000sr analyzer stopped working. The lab flooded and a technician received a little electric shock. There was no consequence due to the shock and the technician is doing fine.

Manufacturer narrative:
Abbott field service (fs) investigated the issue at the customers site. No burn damage was observed with any of the external waste pumps or their power cords and no problems were found with the electrical lines. The external waste pumps were not using extension power cords and they were connected to an appropriate power source with proper grounding. The overflow into the electrical compartment was caused by too much liquid coming into the external waste pump. The pump was receiving input from four i2000s and one arm draining into external waste pumps which were connected serially, leading to the last external waste pump which overflowed and tripped the power. The issue did not involve any clogging of an pump. Fs resolved the issue by replacing the external waste pumps and adding a second line of external waste pumps to reduce the amount of liquid going to the last pump. A review of the (B)(4) service history found no additional likely causes and no further similar issues have been reported. A review of trending and complaint data for the external waste pumps and the architect i2000sr did not find any issues or adverse trends. Review of tracking and trending data in the architect product monitoring review revealed no systemic issues or adverse trends related to the issue described in this complaint. Manufacturing documentation for the likely cause parts were reviewed and did not identify any issues. The 2018 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock from the equipment. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.